Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display as a result of moisture damage found on the electronic assembly. Further testing was not performed due to the blank display.

Event description:
The customer reported that the insulin pump alarmed, and the buttons were unresponsive. The customer changed the battery, but the device kept alarming. Troubleshooting was performed. No further info was provided.